Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of the returned instrument identified signs of repeated use in the form of nicks, gouges and etch fading. The teeth on the broach were confirmed to be worn/dull with some teeth fractured off. The device history records were reviewed and no discrepancies were identified. As the device has a potential field age of over nine (9) years and exhibited signs of repeated use, the root cause of the reported event is attributed to wear and tear from repeated use over time. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was discovered during the sterilization process that the tibial broach had fractured several teeth. There was no patient involvement